Event description:
First surgery on (B)(6) 2015. Surgeon prof (B)(6). I had a mesh implanted to treat a small 1cm umbilical hernia and diastasis rectus of 6cm. The mesh used was sublay implant dynamesh ipom (20x 30cm, ref ip 072030, lot 3614/670/2 this surgery resulted in a lot of chronic pain to follow in my abdominal areas. I also had intense pains in my lower ribs which prevented me from walking at times. The surgeon thought this may be due to metal pins attached to my rib to keep the mesh in place. Fatigue. Chronic constipation. Bloating. Limited mobility. I was prescribed pain medication pantozol 40mg, panadol 500mg, voltaren 75mg, novalgin trpf. After 8 weeks I was still in chronic pain, especially below my ribs. I was sent to the pain center who gave me 2 successive injections into the rib area. Unfortunately this did not relieve the pain. I was having difficulty walking upright at this stage because of the chronic pain. The surgeon prof hans baer suggested removal of the metal pins he thought were aggravating nerves near my ribs and his partner dr (B)(6) suggested removal of the mesh. So after 6 months of chronic pain, it was agreed that the surgeon would remove the metal pins and possibly the mesh. Surgery 2 on (B)(6) 2015. Surgeon prof h baer. I felt awful after this surgery. I had an allergic reaction to something during surgery which caused severe itching for 2 days. They thought it was morphine. I was also heavily stapled up and not sutured this time. Prof baer said he did not remove the mesh because he could not see any problem with it. He did cut it though. The pains came back. The left rib pain was less but both lower ribs were very sore now. It felt like something was badly bruised or broken. Difficulty breathing in deep and coughing. I had an intense pain that developed in my left side which dr (B)(6) thought may be an adhesion to my colon. Difficulty passing stools without laxative. Constipation. Flatulence. Bloating. Relieved only with daily probiotics and laxative. The pains got progressively worse and I could feel the mesh inside me all the time. It felt like I had a tightening hardness in my abdomen. Physiotherapy massage helped short term but the tightening and pains came back. Medication was nolvagin 500mg. I had to see a dr on a trip to the (B)(6) due to intense pain, who prescribed me diazepam, and co-codeine to help with the pain. After 6 months of chronic pain, dr (B)(6) confirmed that the mesh needed to be removed. He thought it may have shrunk and had a foreign body reaction to it. He had done 20 removals previously in another hospital and was confident he could get it out. Surgery 3 on (B)(6) 2016. Surgeon dr (B)(6) removal of mesh in 2 parts and hernia repaired surgically. After successful removal by dr (B)(6), prof (B)(6) was adamant that I was a rare case and that he used the best, most expensive mesh on the market. Dynamesh ipom is reputed to have lower reactions and shrinkage, which is not the case with my implant. I said I was not a rare case, there are lots of mesh rejection cases. He walked out of my hospital room. His junior dr (B)(6) later said that they should have done a surgical repair in the first case. Mesh sent to pathology for testing, which reported severe scarring and foreign body reactions, 2 neuromas and 2 parts of metal pins/foreign object. I have a copy of the report. The abdominal pains have improved but I am still suffering with chronic lower rib pain, bowel issues, fatigue and a general lack in wellness. My life quality has considerably diminished since having the mesh implant. Even after removal my life is still not what it was before the mesh. If I knew that mesh companies do not have to test their new meshes before using them in patients...I would never have agreed to mesh implantation. I think the FDA need to re-address the 510k.